Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. An alert was triggered for out of tolerance subthreshold lead impedance. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There was one episode of rv oversensing noted. (B)(4).

Event description:
It was reported that a lead integrity alert triggered due to the right ventricular lead sensing noise. A lead fracture was questioned. The lead was capped and replaced. No patient complications have been reported as a result of this event.